Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. A pinhole was noticed on the device when removed. The procedure was completed with another of same device. No patient complications were reported.